Event description:
Edwards received information that a 21mm aortic valve was explanted after an implant duration of three (3) years, four (4) months, seventeen (17) days due to severe aortic stenosis and insufficiency. The operative note describes the valve as ¿calcified and diseased. It had no mobility and had severe insufficiency. There were multiple calcium flakes throughout the valve and appearing in great danger of embolization¿ there was a rich pannus underneath the valve.¿ a 21mm mechanical valve was implanted. The patient tolerated the procedure well.

Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets. Returned with the valve were multiple fragments of tissue and sewing ring, eight (8) pledgets, and loose green and white suture. Some of the pledgets remained attached to what appeared to be sewing ring fragments. Calcification was also observed on some of the returned fragments. The cuts on the fragments appeared smooth and straight. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the outflow aspect, located on the tissue that is folded over. Host tissue on the stent circumference was minimal at the outflow aspect. Evidence of host tissue was seen on some of the fragments as well. Wireform was exposed on commissure 2 at the outflow aspect. Multiple cuts were seen on the leaflets; approximately 11mm cut on leaflet 1 near commissure 2, approximately 12mm cut on leaflet 2 near commissure 2, approximately 9mm x 4mm cut on leaflet 2 near commissure 3, and approximately 3mm x 6mm cut on leaflet 3 near commissure 3. Hematoma was observed on leaflets 1 and 3 on the outflow aspect. Device evaluation confirmed the customer report of stenosis and calcification. Calcification on leaflets restricted mobility and let to stenosis. Based on the results of the device evaluation and information received the root cause of the event is indeterminable; however, patient factors may have contributed to the event.

Manufacturer narrative:
The device history record was reviewed and shows that this product met all manufacturing specifications for device release for distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the presence of calcification likely led to the regurgitation, stenosis, and immobility; however, root cause of the calcification remains indeterminable. A supplemental MDR will be submitted once new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.